Event description:
It was reported that a patient had a non-ablative laser treatment to treat acne scarring on her face (there as no scarring present on the patient's nose). No complications were noted during the treatment and nothing was noted by the practitioner to indicate a burn had occurred. The patient reported that a few hours after the treatment the bridge of her nose started to blister, however, she did not report this or return to the practice for 12 days post treatment. The nurse reports that the patient presented with what appeared to be a second degree burn. A scab had formed on the patient's nose which has since fallen off and the injured area is very pink, however is continuing to heal.

Manufacturer narrative:
No system errors were noted during the treatment. The treatment tip was not retained by the practice. The operator manual states blistering or burns may develop over the treated areas as a complication that may be associated with the non-ablative laser systems.